Event description:
It was reported that intermittently the 9800 system will not boot up. It was also noted that a low ma and collimator iris stuck error were presented. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the fluoro function board (ffb) pcb, the single board computer (sbc), adjusted the ma null and calibrated the unit. The system was tested and found to be working as intended and placed back into service.